Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the returned battery cap threads were damaged, and the cap became stuck on the pump when secured. The battery cap contact height measurement was also not within specifications. A test cap was used for further investigation, which secured and detached properly. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The dim display was replaced with a test display. The test display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be removed from the pump for a battery change. The reporter allegedly attempted to remove the battery cap using a coin and pliers, however the cap could not be detached. The cap was reportedly replaced within six months of this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.